Event description:
A customer contacted beckman coulter inc. (Bci) and reported that an erroneous white blood cells (wbc) body fluid count of 700 drawn from a bronchial wash was generated by the coulter lh750 analyzer. Results were considered erroneous when compared to the results from the manual smear that indicated mesothelial cells but no wbcs. Corrected results were requested but not available. The erroneous results were reported out of the lab. There was no change to patient treatment, no death or serious injury is associated with this event.

Manufacturer narrative:
Sample was collected in a bd vacutainer. Sample appearance was normal. The specimen was inverted per manufacturer's instructions. Qc was run before and after the event and results were within specifications. Customer is following maintenance procedures which are completed on a timely manner. A field service engineer (fse) requested raw data files, copy of patient test printout and manual result. Root cause of this event is unknown.